Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient's representative that the right ventricular (rv) lead triggered a lead integrity alert (lia). The patient was instructed to go to the emergency room, where the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.